Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). Additionally, the suspect medication was updated from synvisc to synvisc one. This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from physician. This case concerns adult female patient who received treatment with synvisc one and later after unknown latency had swelling and pain, also, device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. Patient had repeat synvisc one injection. On an unknown date, the patient initiated treatment with first series of intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021, expiry date: may-2020). On an unknown date, after unknown latency, patient had pain and swelling, was started on mobic. Action taken: unknown corrective treatment: meloxicam (mobic) for both events outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated and global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on (B)(6) 2017. Global ptc number was added. Suspect medication was updated from synvisc to synvisc one. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 05-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced swelling and pain. A temporal relationship cannot be established with the product administration since event onset date and product therapy details are unknown. However, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.